Manufacturer narrative:
(B)(4). Batch # n53r5j. The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic colectomy, the jaws of the device did not open after the 1st firing. The target tissue was released and the device was removed from the peritoneal cavity. And removal, the device did not open at all. Another device was used to complete the case. There were no adverse consequences to the patient.